Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke while drilling. The procedure was completed successfully without a clinically significant delay; no medical intervention was reported. No further information was provided.